Event description:
The device was returned to a manufacturer / third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of device, the manufacturer / third-party service center visually inspected the device and found evidence of foam degradation. The device passed all functional testing / the device failed test steps during testing. The ui panel was damaged and replaced. The device was remediated and corrected. It was determined that the device was not acceptable for use therefore the device was scrapped. If additional information is obtained, a follow up will be filed.